Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector fell. The device was in clinical use and there was no harm to patient or user. The filed service engineer (fse) performed analysis and concluded that the portable detector caused a medium shock when it fell 80 cm to the ground. After the fall, the detector stopped working, half of the image appeared completely white, and calibration was not possible. After thoroughly inspecting the skyplate portable detector and reviewing the technical documentation, it has been concluded that the detector must be replaced. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector fell. The device was in clinical use and there was no patient or user harm.